Manufacturer narrative:
A partial lead with the connector pin measuring 12.6 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12015).

Event description:
It was reported the patient presented in the emergency room after feeling a vibratory notifier. It was noted that the right ventricular lead exhibited noise. There were episodes of non-sustained oversensing. It was further noted that the lead was fractured. It was previously noted on (B)(6) 2014 that the lead had externalized conductors, confirmed under x-ray. The patient was not symptomatic due to the event. The lead was capped and replaced on (B)(6) 2018. Since the left side was occluded, a new system was implanted on the right side. The patient¿s condition was good and was discharged home the following day.